Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of a magnesium sulfate 2g. In 50 ml intended to run at 50 ml/hr was started at 2233. The customer's report indicated the infusion was complete at 2235. No additional event information has been provided. The pump module was evaluated by biomed and periods of unregulated flow were confirmed. There is no report of patient harm.